Event description:
It was reported that the burr was stuck with the guidewire. The target lesion was located in the left anterior descending artery. A 1.25mm rotalink burr and a rotawire were selected for use. During the procedure, it was noted that the rotalink burr was stuck with the rotawire, the advancer was leaking gas, and the procedure could not be performed normally. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. It was further reported that the rotalink burr and rotawire were stuck together and could not be separated. The devices were difficult to remove, but they were eventually removed as a whole.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Manuf analysis: returned product consisted of the rotalink burr catheter which was returned connected to a rotablator rotalink advancer. Product analysis confirmed the reported events as was there were numerous kinks to the wire causing significant resistance when removing during device analysis. The severity of damage present prevented reinsertion. No damage or irregularity was found to the returned complaint burr catheter device. Media provided with the complaint depicts a bent coil and an advancer with no damage. The media does not provide additional clarity to the cause of the reported event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6), e1 - initial reporter address 1: (B)(6), e1 - initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the burr was stuck with the guidewire. The target lesion was located in the left anterior descending artery. A 1.25mm rotalink burr and a rotawire were selected for use. During the procedure, it was noted that the rotalink burr was stuck with the rotawire, the advancer was leaking gas, and the procedure could not be performed normally. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. It was further reported that the rotalink burr and rotawire were stuck together and could not be separated. The devices were difficult to remove, but they were eventually removed as a whole.

Event description:
It was reported that the burr was stuck with the guidewire. The target lesion was located in the left anterior descending artery. A 1.25mm rotalink burr and a rotawire were selected for use. During the procedure, it was noted that the rotalink burr was stuck with the rotawire, the advancer was leaking gas, and the procedure could not be performed normally. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 - (B)(6) . Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.